Manufacturer narrative:
(B)(4). A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner (lots 6853, 6901, 6953, 6991, 7024, 7027, 7044, 7082, 7110 and/or 7119). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operators manual. The cause for the qc material out-of-range low issue has been traced to the manufacturing process for raw material used in the cell-dyn emerald cleaner.

Event description:
The account stated they are having issues with getting the controls in range and staying in range when processing on the cell-dyn emerald. The account stated they cannot give chemotherapy treatment to patients until the controls are in range. The patients get their blood drawn and then have to wait in the office until the controls come in range after cleaning/bleaching/troubleshooting the analyzer. The delay in chemotherapy was approximately 2 hours. No patient harm was reported. The customer was using cell-dyn emerald cleaner reagent lot number 6853.